Event description:
It was reported that suture placement in the right common femoral artery was done with two proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) repair procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 21f sheath and the aaa repair procedure was completed. Reportedly, post procedure, both of the pre-placed proglide knots were successfully advanced and tightened; however, hemostasis was not fully achieved. A surgical cut-down was performed and hemostasis was achieved using both the pre-placed knots and manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.